Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when attempted by medical surveillance (ms) to obtain further information. The patient reported that on (B)(6) 2015 she obtained results of "495, 437, 497 and 435mg/dl" on the subject meter, which she felt were inaccurately high in comparison to a result of "419mg/dl" obtained on a statstrip meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results satisfies lifescan's criteria for accuracy. It is unknown what medication, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that an unknown time before the alleged inaccuracy occurred she had developed a symptom of excessive urination and that on (B)(6) 2015 at 04:00pm she received treatment from a healthcare professional (hcp) in an emergency room (ER), however did not specify what treatment was received. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as it cannot be ruled out that the meter issue did not cause or contribute to the patient having to receive medical intervention from a hcp.